Event description:
During a gastric tube placement the md advanced the sheath; it kinked and bent. When the internal portion of the sheath was removed, the radiologic technologist noted a small ring-like portion that looked like the sheath that had broken. The md was reviewing the post-procedure x-ray and noted that the sheath was retained inside the patient's stomach. The patient underwent an endoscopic retrieval to remove this dilator sleeve.